Manufacturer narrative:
The device history record confirms that the product passed and met all requirements before releasing. The device has not yet been returned for an evaluation and therefore a root cause cannot be determined at this time. Since the operator's dress was burned, this event can cause patient injury if it were to reoccur and therefore is reportable. If additional relevant data becomes available a follow up report will be submitted.

Event description:
It was reported that the elite+ fiber sparked and burned operator's dress. No patient injury was reported.